Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having problems with high blood glucose levels and bent cannulas. The customer's blood glucose level was unknown. The customer states that when they press the device, only one button works and the other one stays cocked. Troubleshoot was conducted and resolved the issue. The customer reported their blood glucose level being 461mg/dl and noticing a bent cannula. Troubleshoot was conducted. The customer is returning infusion sets and having them replaced.